Manufacturer narrative:
Event date: estimated. Additional information was requested. Patient's death and hemorrhage were reported under medwatch report MFR# 2916596-2018-05852. Age of device: 7 months, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had a history of driveline infection and was being treated for it. Patient expired due to intracranial hemorrhage on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.